Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10 mg/ml at 2.498 mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2020 it was reported that the patient did not like where the pump was sitting. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, or if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the pocket site was changed to higher in the abdomen and the catheter was replaced as they needed a shorter length and they did not want to splice it. The issue was resolved at the time of the report. The patient status was notedas alive, no injury and no further complications were reported or anticipated.